Manufacturer narrative:
This report is regarding 1st xt valve malposition post deployment. This is one of 3 reports submitted for this event. Please reference manufacturer report numbers 2015691-2015-03596 and 2015691-2015-03598. Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it was reported that patient factors (septal hypertrophy and unfolded aorta) and procedural factors (too aortic positioning of the xt valve prior to deployment) caused the xt valve to land in a too aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post deployment, the sapien 23mm valve position was observed to be 100:0 a/v and a 2nd valve was implanted. Chest drainage was performed due to a pericardial effusion. An access site dissection was observed upon removal of the 16fr esheath and the area was repaired. It was planned to implant a 23 mm sapien xt valve with 2 ml less than nominal volume. During insertion of an esheath and a delivery system, there was significant resistance noted. Post deployment, the xt valve landed too aortic (100% aortic) possibly due to the patient's moderate septal hypertrophy and horizontal aorta. After discussion with the heart team, it was decided to perform a valve in valve procedure. A second 23 mm sapien xt valve was positioned one strut lower than the first xt valve with 2 ml less than nominal volume. Post deployment, the second valve landed in slightly higher than planned but at a position satisfactory to the operators. Since the patient had good circulation and less aortic regurgitation, it was decided to complete the procedure and the devices were withdrawn. Upon removal of the esheath, an echo physician pointed out accumulation of pericardial effusion. The patient's effusion was monitored. Angiography after removal of an esheath revealed a dissection in the access artery and a repair was initiated. The external iliac artery intima was found to be detached which obstructed the access artery; therefore, the intima was removed and the punctured site was repaired. An increase of the pericardial effusion was observed leading to cardiac tamponade and open chest drainage by subcostal incision was performed and hemodynamics improved. The progress was monitored and after no increase of pericardial effusion was confirmed, the patient was transferred to the ICU and reported to be in stable condition. The heart team speculated that the cause of increase of pericardial effusion was due to an annulus rupture which was caused by over-inflation of the xt valve frame during valve-in-valve procedure. The physician thought the cause of the placement too aortic to be septal hypertrophy and intended placement the valve to the aortic side. The aortic annulus diameter measured 19.5mm with mild calcification by CT. The access vessel minimum luminal diameter (mld) measured 6.0 with no calcification and tortuosity.

Manufacturer narrative:
The correct date on the manufacturer report number 15691-2015-03595 follow up # 1 should read 31-dec-2015.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post deployment, the sapien 23mm valve position was observed to be 100:0 a/v and a 2nd valve was implanted. Chest drainage was performed due to a pericardial effusion. An access site dissection was observed upon removal of the 16fr esheath and the area was repaired. It was planned to implant a 23 mm sapien xt valve with 2 ml less than nominal volume. During insertion of an esheath and a delivery system, there was significant resistance noted. Post deployment, the xt valve landed too aortic (100% aortic) possibly due to the patient's moderate septal hypertrophy and horizontal aorta. After discussion with the heart team, it was decided to perform a valve in valve procedure. A second 23 mm sapien xt valve was positioned one strut lower than the first xt valve with 2 ml less than nominal volume. Post deployment, the second valve landed in slightly higher than planned but at a position satisfactory to the operators. Since the patient had good circulation and less aortic regurgitation, it was decided to complete the procedure and the devices were withdrawn. Upon removal of the esheath, an echo physician pointed out accumulation of pericardial effusion. The patient's effusion was monitored. Angiography after removal of an esheath revealed a dissection in the access artery and a repair was initiated. The external iliac artery intima was found to be detached which obstructed the access artery; therefore, the intima was removed and the punctured site was repaired. An increase of the pericardial effusion was observed leading to cardiac tamponade and open chest drainage by subcostal incision was performed and hemodynamics improved. The progress was monitored and after no increase of pericardial effusion was confirmed, the patient was transferred to the ICU and reported to be in stable condition. The heart team speculated that the cause of increase of pericardial effusion was due to an annulus rupture which was caused by over-inflation of the xt valve frame during valve-in-valve procedure. The physician thought the cause of the placement too aortic to be septal hypertrophy and intended placement the valve to the aortic side. The aortic annulus diameter measured 19.5mm with mild calcification by CT. The access vessel minimum luminal diameter (mld) measured 6.0 with no calcification and tortuosity.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post deployment the sapien 23mm valve position was too aortic and a 2nd valve was implanted. Chest drainage was performed due to a pericardial effusion. An access site dissection was observed upon removal of the 16fr esheath and the area was repaired. It was planned to implant a 23 mm sapien xt valve with 2 ml less than nominal volume. During insertion of an esheath and a delivery system, there was significant resistance. A valve implantation was attempted in the usual manner but the xt valve was landed too aortic (100 % aortic) due to septal hypertrophy and horizontal aorta. After discussion in the heart team, it was decided to perform valve in valve. A second 23 mm sapien xt valve was positioned one strut lower than the first xt valve with 2 ml less than nominal volume. Post deployment the second valve landed in slightly higher than planned. Since good circulation and less aortic regurgitation were observed, it was decided to complete the procedure and the devices were withdrawn. Upon removal of the esheath, an echo physician pointed out accumulation of pericardial effusion. However the patient's progress was monitored. Angiography after removal of an esheath showed dissection in the access artery and a repair was started. Due to the repair, protamine could not be reversed. The external iliac artery intima was found to be detached and it obstructed the access artery; therefore, the intima was removed and the punctured site was repaired. Protamine was reversed thereafter. Since increase of pericardial effusion was observed and it was likely to lead to cardiac tamponade, open chest drainage by subcostal incision was performed and hemodynamics were improved. The progress was monitored for a while. After no increase of pericardial effusion was confirmed, the patient was transferred to the ICU and reported to be in stable condition. The heart team considered that the cause of increase of pericardial effusion was due to an annulus rupture which was caused by over-inflation of the xt valve frame during valve in valve procedure. And the physician thought the cause of the placement too aortic to be septal hypertrophy and intended placement the valve to the aortic side.